Manufacturer narrative:
The investigation is in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain broke off in the patient's wound and had to be surgically removed. Per additional information received, the drain was placed without incident on (B)(6) 2014 during a right total knee replacement and the device was indwelling for 1 day, during which time it was monitored via observation during nursing rounds and was emptied once per shift. Removal was attempted on (B)(6) 2014, at which time "1.5" was left in the patient, which was revealed by a post-op film showing a foreign body. Patient went back to the operating room on (B)(6) 2014, for operative arthroscopy of right knee with removal of the drain retained and has been discharged to home after the procedure. The break was at the perforation in the drain with no sign of suture in drain when removed; the wound was not packed, nor was any pinching or binding noted in record or nurse recall. No resistance was encountered during removal, which was done slowly, one end of the drain is cut and the other end is opened by perforation in drain.